Manufacturer narrative:
Concomitant medical products: product ID: tm90g0, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had some pain from implant surgery. They said sometimes they feel a twitching/shocking sensation. Stimulation was increased at an appointment on (B)(6) 2020 and the patient just about fell off the table. They had issues sleeping because if felt like needles are sticking them. They decreased stimulation and the patient said their healthcare professional told them that this will happen while they are healing from surgery. The patient also reported that their unit was broken because the communicator light kept going off. Patient services reviewed information and the patient was able to connect after repositioning the communicator. It was confirmed that the equipment was working as intended.